Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. At the time of contact the patient care specialist did not report any injury or medical intervention.